Event description:
It was reported that the patient experienced extrusion of this tactra malleable penile prosthesis through the glans. It was noted that the patient is diabetic and their blood sugar has been poorly managed. The patient underwent a replacement procedure due to infection several months earlier at which time only a single tactra cylinder was implanted on the left side. The patient was scheduled for a revision procedure but the tactra cylinder was reported to have fallen out the night prior to the scheduled procedure. There were no signs of infection at the time the physician saw the patient; however, the patient was placed on antibiotics and is expected to fully recover.

Manufacturer narrative:
Updated evaluation result and evaluation conclusion codes.

Event description:
It was reported that the patient experienced extrusion of this tactra malleable penile prosthesis through the glans. It was noted that the patient is diabetic and their blood sugar has been poorly managed. The patient underwent a replacement procedure due to infection several months earlier at which time only a single tactra cylinder was implanted on the left side. The patient was scheduled for a revision procedure but the tactra cylinder was reported to have fallen out the night prior to the scheduled procedure. There were no signs of infection at the time the physician saw the patient; however, the patient was placed on antibiotics and is expected to fully recover.